Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer responded to recall letter. Customer stated that she was experiencing highs and lows at work throughout the day. The blood glucose reading is 45 mg/dl. Customer treated with orange juice. Customer received a bolus while she was asleep; the insulin pump over-delivered insulin. Nothing further reported.